Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. Per the patient, ¿the dose or concentration was 075". On (B)(6) 2020 the patient was calling for physician listings. She stated that she was just released from the hospital after having surgery and the hcp (healthcare professional) told her to follow up with another hcp to receive care. The reason for the surgery was that the hcp needed to put the pump back into place. Per the patient, the pump was out of place in the pocket site and the hcp needed to fix that. The issue started about 2 months ago. No patient symptoms/complications were reported. No further complications were reported/anticipated